Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; (B) (4) full lead; distal conductor distorted; deformation/fracture in 5cm prox section of inner coil; extension problems.

Event description:
It was reported that the "screw mechanism does not extend/retract smoothly, it 'springs' out." Also the stylets were difficult to advance and it was noted that there is a possiblity of blood inside of the lead due to the stylets not being cleaned. This was reported during the implant procedure; the device was not implanted. No patient complications have been reported as a result of this event.